Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause for this issue was not established. However, it is presumed that that foreign material larger than the inner diameter of air/water nozzle got into the air/water channel caused clogging. The cause of how the foreign material got into the nozzle could not be determine, since detailed information on handling of the device could not be obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The following faults were identified: the angle wire was stretched and the bending angle in up direction did not meet the specification, the u/d (up/down) knob is out of specification, the rubber part was scratched/pinched/deformed/chipped and had a white-clouded area, the nozzle was clogged and the light guide lens, the cover and the connecting tube all had cracks and deformities, and lastly the coating on the connecting tube of the insertion section was peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the evis lucera colonovideoscope had an air/water leakage. Upon inspection and testing, foreign matter was found in the nozzle. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
It was further reported by the customer that there was an unspecified hole opening. The issue did not delay the procedure.

Manufacturer narrative:
The customer confirmed that the device was cleaned, disinfected, and sterilized prior to sending it in for repair. The customer also indicated the following regarding the cleaning/disinfection: (1) it was unknown if air/water was applied, (2) there was an unspecified problem with the accessories used for reprocessing, and (3) it was not known if the device nozzles were wiped using a brush or sponge. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.